Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Additionally, the time on the pump was incorrect after the pump was reset. The customer corrected the time to address the issue and the continued to use the pump for insulin therapy. There was no reported adverse impact to the customer.